Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 481 mg/dl and a correction bolus was delivered to address bg. Customer was admitted to the hospital for diabetic ketoacidosis (dka). Insulin drip was administered and bg/dka were resolved. There was no permanent damage. At the time of the report, customer had not yet been discharged. Cause of event was not known. There were no issues identified with pump or supplies. There were no alerts or alarms. Although multiple attempts were made by tandem technical support to obtain discharge date, the customer did not reply.